Event description:
It was reported that this right ventricular (rv) lead exhibited a dislodgment. The dislodgement was confirmed through an x-ray. This rv lead was explanted and no new device was implanted. No additional adverse patient effects were reported.